Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on 10/04/2010, for investigation. Visual inspection revealed that there were no non-conformities with the device. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "device overheated" could not be confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.